Event description:
The customer called into technical support (ts) reporting that the device displayed primary speaker failed (ec 1102) error message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse pulled and examined the log, tested, and confirmed speakers were ok, and ordered pcba's for repair pointed to by error 1104 backup alarm failed. It was also noted that the display went out upon adding the new cpu pcba. The fse replaced the cpu pcba and user interface (ui) to resolve the reported issues. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
The removed cpu (assy, pcba, cpu, v60) was returned to the failure investigation lab (fi). A visual inspection of the cpu (assy, pcba, cpu, v60) revealed no evidence of damage or contamination. The fi technician installed the cpu (assy, pcba, cpu, v60) into a fi ventilator to duplicate the reported issue. The customer complaint was not verified. The returned cpu passed testing. There was no fault found.